Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -13.00/1.5/103 (sphere/cylinder/axis) was implanted into the patient's left eye (os). The lens was removed due to elevated iop without pupil block and angle closure. The problem was resolved. Device was mentioned as the cause of the event. Reportedly, "anterior cataract. Fixed blown pupil with synechaie."